Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the reconnaissance catheter was returned for evaluation. Visual inspection found scratches on the distal tip and a crack on the proximal sleeve with sharp edges. During functional testing, the catheter passed the saline test, wire bond test, channel match test, and image test. Block h6: the probable cause of the damage (sharp edges) observed is due to use handling. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. The probable cause of the reported complaint (lost image) could not be determined since an image was present. Additionally, the device history record (DHR) was reviewed and all released units were manufactured to specification, with no ncrs or deviations contributing to the reported complaint. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a reconnaissance catheter was used in a peripheral procedure. During use, the image was lost. The procedure was completed with a new device. No patient injury reported. During the product return evaluation, a crack was found on the proximal sleeve with sharp edges observed. This product problem is being submitted due to sharp edges. There is a potential for harm if the malfunction were to recur.